Event description:
Ff / emt's responded to a person in an unwitnessed arrest who was down a long time. The device was connected to the pt with disposable defibrillation/ECG electrodes and the device powered on. The users heard the device alarm and "it said a bunch of stuff" and saw that the ok symbol in the readiness indicator was gone. They then saw a wrench symbol on the readiness indicator and got another AED that was already at the scene. The pt was not resuscitated but the reporter indicated that the pt's death was not caused by the device because the pt was not viable and a backup was used immedilately.